Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported patient presented in the operating room with poor coaptation of the tricuspid calve due to the right ventricular lead dislodgement into the right atrium and the right atrial lead in the appendage. It was noted that the right ventricular lead was previously repositioned due to sever tricuspid regurgitation. Once both leads were freed, on inspection damaged insulation were noted for both leads. The leads were replaced and patient tolerated the procedure well and there were no apparent complications.